Event description:
This lead had high thresholds. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed deformations of the outer conductor coil. Based on the symptoms, it is reasonable to assume that these damages resulted from the explantation procedure. Further analysis of the lead revealed a deformation of the lead body at 15 cm distal to the is-1 connector pin. This occurred most likely due to the ligature. At this position cuttings in the insulation were detected. The values of the parameters measured during the electrical analysis of the lead proved to be within the technical specifications. In summary, deformations of the outer conductor coil were observed, which resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.